Event description:
It was reported by the sales rep that during a laparoscopic colon resection procedure the surgeon started to fire the device and it stopped and then jammed. There was no cut line or staples delivered. The device would not go into reverse to release it and they tried to pull the gray release lever. It would not release the knife and the surgeon decided to cut around the device and removed it from the patient. There is no other information at this time about the event.

Manufacturer narrative:
(B)(4). Additional information received: on what tissue type was the device used? Colon. At what location on the tissue? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? All blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. How long has the surgeon been using this device for this procedure (in years)? Nine mos. To a year. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A 45mm cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. It should be noted that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. However, the device closed and opened properly during evaluation.